Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a 90% stenosed lesion in the left circumflex. Three treatment passes were performed at low speed in a proximal to distal direction, following which it was noted via cine that the tip of the oad had fractured. The oad was removed from the guide catheter and the fragment was retrieved using a snare. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported oad was received at csi for analysis. The distal driveshaft of the oad was confirmed to be fractured on the distal side of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the reported fracture is undetermined. It should be noted that the instructions for use for the coronary oas state the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).